Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose at the time of the incident was not provided. The customer states that the insulin pump did not turn on. Troubleshooting was provided. The customer reported that the metal contacts on the battery cap were missing. The insulin pump will not be returned for analysis. It was not stated if the auto mode feature was in use.